Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a procedure in the ureteral stone, performed on (B)(6) 2022. During preparation, it was found that the stent was fractured. Another percuflex plus stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the stent shaft was broken, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
(B)(4). The returned percuflex plus ureteral stent was analyzed, and a visual evaluation noted that the shaft was detached near to the bladder pig tail. The bladder coil was still with their suture loaded and uncut. A functional evaluation noted that a mandrel of 0,036" and pass through the stent successfully. No other issues with the device were noted. The reported event was not confirmed. According to the product analysis, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. The evidence found with the shaft detach and some drag marks near to the detach section. This is an issue that possible could be caused by operational factors, interaction of the device with the suture string such as an entanglement during preparation or inspection of the device. It is possible that an excess of force applied to the suture string during the set up could damage it and cause the found issue. Consequently, affect the performance of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.